Event description:
It was reported that during the dry cycle of equipment preparation, the cord heated up. This did not occur during a procedure, there was no pt involvement. There were no reports of injuries to the user or adverse consequences.

Manufacturer narrative:
The cord was received by the MFR and the complaint was confirmed. Upon disassembly, it was discovered that there was a broken wire which may result in heat generation that can be detected by the user.